Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip jammed in the jaw of the device. The device had not been placed on tissue. A new device was used to complete the procedure. There was no patient consequence. These are all the details known.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Yielded jaws. The er320 device was returned for analysis with a clip in jaws and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.